Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The dislodgement and pericardial effusion allegations were not confirmed, lab observations and field report were insufficient to verify allegations.

Event description:
It was reported that this right ventricular (rv) lead helix failed to retract when repositioned due to a dislodgement. The physician noted a small pericardial effusion. It was confirmed throughout an echography performed in the last half of the procedure. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned. If further pertinent information is received from product investigation this report would be updated at that time.

Event description:
It was reported that during the implant procedure, difficulty was encountered when positioning this right ventricular (rv) lead and it needed to be repositioned. After the second placement attempt, it was noted that the helix was only partially extended, and the rv lead became dislodged. Afterwards, the helix could not be fully retracted and this lead was removed and replaced. An echocardiography was performed and a small pericardial effusion was noted. No additional adverse patient effects were reported.